Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was selected for use and advanced towards the target lesion. However, it was noticed that the shaft snapped in two during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 34cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no visible damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 20mm x 3.00mm nc quantum apex balloon catheter was selected for use and advanced towards the target lesion. However, it was noticed that the shaft snapped in two during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).